Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient received a high drain 101 (night drain cycle one) alarm on the homechoice device, during drain one of peritoneal dialysis (pd) therapy; the hp was connected. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume.) The technical service representative explained the alarm and assisted the registered nurse (rn) in clearing the alarm. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned, however the serial number is known. A device history record review and/or service history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.